Manufacturer narrative:
The bench technician evaluated the device and found the device would very intermittently not start up. The device needs a therapy switch. Upon conclusion of the evaluation, it was determined that the therapy switch needs requires replacement. It was replaced and device tested over many days. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device intermittently wont start up. There was no patient involvement.